Event description:
The portion of the catheter that is molded to the dome detached from the remaining catheter during traction removal 120 days after placement. The dome was removed from the large intestine by an endoscope.